Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the dwell phase on the home choice (hc). The registered nurse (rn) stated they noticed the supply bag fell of the supply cart and the supply bag disconnected. The rn stated the home patient (hp) was still connected and they had not disconnected the hp. The technical service representative (tsr) assisted the rn to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.